Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller¿s healthcare provider had mentioned other patients have had issues with their ins turning off in the security screener at (B)(6). The caller confirmed there were no known por events on their device and that the healthcare provider didn¿t mention this event happening with their own device. The healthcare provider told the caller that a gentleman went for a walk every morning and walked through (B)(6), and stimulation turned off every morning. The caller continued that other patients maybe walk the same path and go to the same store and also had this occurring. The caller noted it was only 1 door of the (B)(6) entrance. Patient information was asked and unknown. No further complications were reported.